Event description:
A nurse called to report erratic inr results when using the suspect device on pt when compared to a lab. She gave examples of: device 4.7, lab 3.6; device 3.1, lab 2.4; and device 5.0, lab 3.2. Controls were in range on the system. Pts were treated based on the lab values obtained.